Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Initial attempts to reload the same cartridge did not resolve the issue. Technical support guided the caller through loading a new cartridge using proper technique, which successfully resolved the issue, allowing insulin delivery to resume.